Event description:
It was reported that the perforator disposable never stopped spinning in the attachment as it should have after getting past the bone.it was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis for pss unknown tool with lot#unknown:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. H3: product analysis for mr8-af02-r with serial# (B)(6): no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-af02-r, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Mr8-af02-r is not compatable with the perforator.due to this reason mr8-af02-r is marked as not reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.